Event description:
It was reported to lifecell that the device was used in an abdominal wall reconstruction and tore intra-operatively. The device was repaired and the surgery was completed. There was no serious injury with this event, but lifecell is reporting as there is a potential for serious injury if the malfunction were to recur. Multiple attempts were made with the physician to obtain further information.

Manufacturer narrative:
Method of evaluation : review of information reported to lifecell. Review of the device history records. Query of lifecell complaint management database for other complaints reported against this lot results of evaluation: review of the device history records resulted in no remarkable findings; (B)(4). To date, there were 3 other complaints reported to lifecell against this lot. Conclusion: (device failure indirectly contributed to event); (device not returned - no evaluation will be performed); device not returned.